Manufacturer narrative:
The product was not returned for analysis. Returned photos & video shows an implanted intra ocular lens (iol). There are light reflections and several lines/marks observed on the iol. The exact location of the reported ¿line¿ was not provided and cannot be determined from the returned photos and video. The origin of the observed marks/lines cannot be confirmed from the evaluation of the returned photos and video alone and without the evaluation of the physical product. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated product. Based on our observation of the attached photo/video, there appears to be light reflections and several lines/marks observed on the iol the origin of the observed mark/line cannot be confirmed based on the returned photo/video alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during intraocular lens implantation surgery, the surgeon noticed mark on lens like cracking mark when removing the ophthalmic viscoelastic device. The procedure was completed on the same day without the exchange of the lens. On postoperative day one, the surgeon reported no mark was observed. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).